Event description:
Boston scientific received information that the pacing impedances for this right ventricular (rv) lead suddenly increased from around 440 ohms to over 2000 ohms while amplitudes decreased. A review of the arrhythmia logbook found false ventricular fibrillation (vf) episodes as a result of oversensed noise. Radiological imaging confirmed a lead fracture. Surgical intervention was performed and the lead was surgically abandoned as the helix mechanism would not retract. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.